Event description:
While the resident was installed in the sling, connected to the ceiling lift, the bracket of the ceiling lift snapped. Resident was sitting on toilet so no injuries were reported. Ref MFR # 9681684-2014-00012.